Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she has had elevated blood glucose readings up to the 600's mg/dl with her normal range being around 200 mg/dl. She stated she has had elevated readings since being diagnosed with diabetes and she is working with her physician to adjust her basal rates. No product will be returned for evaluation.